Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the scope testing positive: ¿ information provided by the customer did not indicate that the scope was not reprocessed in accordance to the instructions for use (IFU). IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. The scope was last used in a procedure and then reprocessed on (B)(6) 2023. The scope was sampled after being stored. The scope was not used in a procedure after being sampled and the device was quarantined after testing positive. Additional reprocessing was done including manual clean and soak and two cleaning cycles. The device was stored according to the manufacturer recommendations. During device evaluation at olympus, it was found the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, and the scope cover was scratched/dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.